Manufacturer narrative:
Product analysis: the valve remains implanted therefore no product analysis could be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 23 mm transcatheter bioprosthetic valve, into a pre-existing 23 mm no n-medtronic surgical valve, the valve was deployed and dislodged above the annulus. Subsequently, a second 23 mm valve was implanted. No additional adverse patient effects were reported.